Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 588 mg/dl. The customer reported changing the site and having high blood glucose levels. The customer states checking every fifteen minutes and blood glucose levels ranging 320 mg/dl and 348 mg/dl. The customer did treat the high blood glucose level with a manual injection, three units of insulin and an infusion set change. The customer states the blood glucose level was 335 mg/dl between trying to correct. The customer had symptoms of sweating flushed cheeks, pale and stomach hurts. The current blood glucose level was 460 mg/dl. The customer did troubleshoot the issue and found the infusion set cannula bent. The insulin pump or infusion set will not be returned for analysis.